Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic assisted ventral hernia repair - "during the case while the surgical tech was inserting the mesh through our cfs22 the double duck bill seal was dislodged and pushed through the sleeve and into the patient. Dr. (B)(6) was at the robot and noticed the seal inside the patient. The customer did not save the packaging so these are the remaining lot numbers that they have. 1237986, 1237515, 1240711, 1232066, 1259880." Patient status- unknown.

Manufacturer narrative:
Incident summary: the event unit was returned for evaluation. Upon inspection, engineering noted no visible damage to the exterior of the device. Engineering removed the seal housing and noted fragmentation to the duckbill. The duckbill was removed and the septum was found to be torn and missing a portion. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum and dislodgement of the shield & duckbill appear to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is to follow up with medwatch# mw5062928.

Event description:
Additional information received via medwatch mw5062928 via email 12 june 2016: "trocar was used to assist with robotic assisted laparoscopic ventral hernia repair. When the scrub tech inserted the mesh through the port, a piece of the trocar broke off into the patient's abdomen. The piece was removed with the trocar. Staff did not save the packaging for specific lot #, but there are 6 possible lot #s: 1232066, 1259880, 1240711, 1237986, 1225198, 1237515."